Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube, scratched lcd window and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.